Manufacturer narrative:
(B)(4). The actual device was not available. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. During evaluation, there were no non-conforming product identified that could have caused or contributed to the reported problem. Upon conclusion of the investigation, the cause of the reported issue was undetermined. Should additional relevant additional information become available, a supplemental report will be submitted.

Event description:
It was reported that an increased intra-peritoneal volume occurred on the homechoice device during fill one of four in peritoneal dialysis. The home patient was connected. The technical service representative (tsr) had the care giver press the down arrow on the device to initial drain and then had the home patient press stop. The home patient connected and pressed go two times to start the initial drain. The tsr asked if they do a manual exchange every day, the care giver stated yes. The tsr explained to the care giver that they need to contact the registered nurse about the initial drain alarm setting. The tsr had care giver press the down arrow to manual drain and then press enter. The homechoice went to stop fill. The home patient wants to continue therapy with the same device and does not want to swap the device. The tsr had care giver press go to start the fill. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.